Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (multiple faults) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted. The cause of the faults is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was producing multiple faults.